Event description:
I had lasik eye surgery performed in 2006, and retouches in both eyes in the spring of 2007. Also in the spring of 2007, I began to notice some floaters in my eyes. They were monitor and during one of my checkups, I brought it to the attention of one of the doctors at the lasik center. She told me it was rare for someone my age to have floaters. I asked if it was from the lasik procedure and she stated she had not heard of the procedure contributing to floaters. She also said the floaters will often sink to the bottom of the eye and become less noticeable. As the months passed, more and more floaters began to appear, especially in my right eye. I went to a regular eye doctor in 2007. She was able to see many of my floaters and said similar things. The floaters can change and become less noticeable because a person can get use to them. The doctor also told me about a procedure called vitrectomy where the clear jelly in the eye ball is removed and replaced with a solution. She didn't advise this to her patients unless the floaters were extremely bothersome. The research I did on the procedure stated that there were many risks including developing cataracts a few years later, so I decided against this abrasive option. When I went back for one of my checkups at the lasik center, I expressed my deep concern about the issue and they referred me to a retina specialist. I went to him in three months later, and after an exam, he stated that my eye looked healthy, but there was nothing that could be done about the floaters and that they may become less noticeable or "change" over time. I then went to my regular eye doctor in two months later. I have been going to him for years and he knows I did not have floaters prior to the procedure. I also made a trip out of state to two different doctors who deal with the removal of floaters using a yag laser 2007& 2008. One was not very successfully and the other one removed about 40 to 45% of the floaters. However, the remaining ones are still very troublesome. My right eye has a lot more and the doctors can not even detect some of them I described because they are so close to my cornea and hard for them to see, but unfortunately not for me. All of the floaters are very stringy. I have become very depressed due to this condition and I try to keep the lights on low because bright lights make them much more noticeable. I can see tons of specks, streaks, dots, lines and slivers every moment my eyes are open. Some of them are snake like floaters. I have been to every doctor that specializes in the removal of floaters using a laser, a retina specialist a regular eye doctors. I have run out of options, so I am going to have to live my life like this which is very disturbing. I did ask most of the doctors why I would have floaters at my age and was it caused by the lasik surgery, but I did not get definite answers, if any at all. I obtained the consent forms from the doctor and read them several times and have come across no warnings that floaters may be a side effect from lasik. Instead of going to a doctor who uses a microkeratome blade to create the corneal flap during the procedure, I chose a reputable doctor that uses intralace. Intralace uses a laser instead of a blade to create the flap and supposedly has less risks. For my procedure, the allegretto laser was used after the intralace to adjust my vision. In the intense research, I have done looking for answers, I came across articles that indicate lasik can cause floaters due to the high amount of pressure placed on the eye during the first step when the corneal flap is created. To my understanding, the manufacturer of the laser provides the doctor with the consent forms and they have failed to place this information about the risk of floaters in the form. Therefore, I was not properly warned about all the risks of this procedure and I am left in this condition. I was not using any other products, medications or having other treatments at the time of this procedure.